Manufacturer narrative:
There are multiple patients. All known information is located in the journal article. 510k: this report is for unknown proximal humeral plates /unknown lot. Part and lot number are unknown; UDI number is unknown. There are multiple unknown dates of implantation. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
This report is being filed after the review of the following journal article: little, m. Et al (2014), the impact of preoperative coronal plane deformity on proximal humerus fixation with endosteal augmentation, journal of orthopedic trauma, volume 28, number 6, june 2014, pages 338-347 (USA). The purpose of the study was to examine the impact of preoperative coronal plane deformity on functional and radiographic outcomes on endosteal strut augmentation of proximal humerus fracture fixation. Seventy-two patients with isolated proximal humerus fractures who fulfilled all inclusion/exclusion criteria with a minimum follow-up of 12 months were enrolled in the study. The mean age was 63 years (range, 26¿90 years). Seventy-two percent of the patients were women. Synthes proximal humerus plates and screws were used. The patients were divided into two groups: the varus group and the valgus group, based on the fracture classification. Patients were seen and evaluated at 2 weeks, 6 weeks, 3 months, 6 months, and 1 year postoperatively. There were 2 cases of superficial wound breakdown/epidermolysis treated with local wound care in the varus group. There was 1 patient in the varus group and 2 patients in the valgus group with deep infections necessitating the removal of all hardware after fracture union. The mean constant score for the deep infections was 88.5. One patient who developed a deep infection was diagnosed with metastatic colon cancer, and chemotherapy was initiated before the diagnosis of the infection. This patient died of complications secondary to widely metastatic colon before 1 year of follow-up, and outcome analysis was not possible. There was 1 case of radiographic avascular necrosis, which occurred in the valgus cohort. This patient was noted to have a massive chronic rotator cuff tear intra-operatively, requiring mobilization of the severely retracted cuff. Her final neck-shaft angle was 125.3 degrees. Her change in humeral height was 4.5 mm, and her change in neck-shaft angle was 5.4 degrees. The patient had 130 degrees of active forward flexion of the shoulder, 80 degrees of external rotation, and was able to internally rotate the shoulder to thoracic level 10. Her functional outcome scores were as follows: dash score 19.4, constant score 73, ucla score 21, and sf 36 physical function score 60. The patient currently reports no disability and has not undergone conversion to arthroplasty. 3 patients in the varus group and 2 patients in the valgus group with asymptomatic had screw penetration of the humeral head. The hardware was subsequently removed arthroscopically to decrease the theoretical risk of early postoperative arthritis because of intra-articular hardware perforation. One patient in the valgus group developed displacement of the greater tuberosity because of suture cutout caused by the proximal humeral plate. The plate was subsequently recalled by the manufacturing company, and the eyelets for cuff sutures were subsequently modified. The patient underwent fixation of the greater tuberosity. There was no impact on humeral head height, neck-shaft angle, or fracture reduction, and patient¿s final constant score was 98. This report is for unknown synthes proximal humeral plates. This is report 1 of 2 for (B)(4). A copy of the literature article is being submitted with this medwatch.